Manufacturer narrative:
Product complaint #: (B)(4). This is a duplicate report of 1818910-2019-94377. 1818910-2019-94511 is being retracted as it is a report duplication. 1818910-2019-94377 will be kept for investigation purposes.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for periprosthetic fracture - pelvic. Event is serious and is considered severe. Event is definitely related to device and probably is related to the procedure. Doi: (B)(6) 2019; doe: (B)(6) 2019; (right hip).